Manufacturer narrative:
FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From the preliminary investigation it was found that the patient tested 2 times by curative within 5 days and got one positive result which was the patient's first test. Sample 1 was collected on (B)(6) 2021. The results of this test were released on (B)(6) 2021 with a positive CT value of 34.18 after a repeat test. No corrections were made to the test report upon release to the patient. It was found that the patient took 2 more other tests afterwards on (B)(6) 2021 which came back negative. Per the clinical labs investigation the initial sample was resulted correctly and any contamination to the patient's sample was ruled out. The initial patient samples were located on (B)(4) at position e1. (B)(4) was extracted by (B)(6) at 5:25 am by manual extraction method using centrifuge serial number (B)(4), filter plate lot# 599227, tcep lot# mkcn3996, tcep ethanol lot# shbn8238, wash buffer lot# 599157, and elution buffer lot# 599091. There was one sample with a viral CT value of 22.26 on the plate, however the sample was located close to the sample. Furthermore, all the wells surrounding the well were negative. The reagents used to test the patient's sample were within specifications, not expired, passed qc and the floating blank was in the correct location. A floating blank is a well on a 96-well pcr plate that is intentionally left blank (has no specimen) that is used to help verify the correct orientation of the plate in the pcr result software when the plate is undergoing review. Master mix batch 189 was used for pcr. The sample came back in a repeat range CT 37.59 (36-39.99) and was repeated on (B)(4) position g4 by manual extraction method by (B)(6) at 13:11 using centrifuge serial number (B)(4), filter plate lot# 599227, tcep lot# mkcn6117, tcep ethanol lot# shbm8238, wash buffer lot# 599157, and elution buffer lot#599091. Master mix batch 191 was used for pcr. The repeat plate came back positive with a CT value of 34.18. The sample was resulted as positive on (B)(6) 2021. There were no extremely low samples on the plate to cause contamination of the sample. On (B)(6) 2021 the patient tested again. Both of the tests came back negative. Patient claims he has never tested positive prior to his initial test. The patient did not need to be contacted due to accurate results being reported to the patient. In conclusion: curative cannot confirm the patient's claim of false positive. The results of the investigation showed a true positive result.

Event description:
Patient reached out to customer success to report that they had received two different result within a 48 hour period (test date (B)(6) positive and (B)(6) negative). Patient also reported completing an additional pcr test at non-curative site that resulted as negative. Patient reports no prior history of testing positive. Patient informed the customer service agent that they had also tested negative while at the hospital and had no symptoms. The helpscout agent advised about prolonged shedding and that they may have contracted covid-19 at a hospital.